Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right atrial (ra) lead showed high, out of range pacing impedances with a constant noise over sensing that appears to be minute ventilation termination algorithm. The field representative was going to program the device around ventricular pacing and sensing. The ICD and the ra lead remain in service. No adverse patient effects were reported.